Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels. The customer stated that the high bg began due to a recent medical procedure. The customer was not sure the cause of the high bg and was working with a healthcare provider to determine the source of the high bg. Although requested, additional information was not provided.